Event description:
Revision hip surgery was required for a primary total hip where the femoral head dissociated from the femoral stem. The surgeon removed the femoral head and acetabular liner. The trunnion of the femoral stem was seen to be acceptable for re-implantation. A new acetabular liner and femoral head were implanted. The femoral head taper connection was seen to be good; tested by surgeon. Surgery was completed without further component revision.

Manufacturer narrative:
Additional information: date of implant an event regarding alleged disassociation involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as device was not returned -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Revision operative reports, serial x-rays and lab, progress notes, and examination of explanted components are needed to complete the medical assessment. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Revision operative reports, serial x-rays and lab, progress notes, and examination of explanted components are needed to complete the medical assessment. The subject device has been identified to be within scope of the nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision hip surgery was required for a primary total hip where the femoral head dissociated from the femoral stem. The surgeon removed the femoral head and acetabular liner. The trunnion of the femoral stem was seen to be acceptable for re-implantation. A new acetabular liner and femoral head were implanted. The femoral head taper connection was seen to be good; tested by surgeon. Surgery was completed without further component revision.